Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). It was reported that the device was cleaned as per instruction for use and that now they are using sodium hypochlorite while minncare was previously used. H2o2 level is checked as per device IFU and a disposable pall filter 0.2 is used. Hoses are changed each year as prescribed by IFU. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Based on available information, the root cause of the reported contamination could not be determined. However, the source of contamination is reasonably related to location where device is used.